Event description:
It was reported that the left ventricular (lv) lead exhibited high capture threshold, elevating impedance, and only one vector with capture. On (B)(6) 2025, the lead was capped and replaced successfully. The patient did not experience any complications and remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).